Manufacturer narrative:
Film analysis: the reported migration and type ia endoleak were confirmed based on the imaging provided. While pre-implant CT scans were not available to assess the pre-implant anatomy, and earlier post-implant CT scans were not provided to evaluate the stent graft configuration over time, disease progression with aneurysm morphology changes over the 22 years of implantation is most likely a contributing factor to these events. The proximal endoleak appears to have resulted from the stent migration. New findings were observed within the left limb during this film analysis, including a loss of distal seal and the identification of a type ib endoleak. Analysis of the returned films did not reveal any out-of-specification stent graft integrity issues. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: yrec20375, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An aneurx bifurcate and cuff were implanted during the endovascular treatment of an aaa on (B)(6) 2003. It was reported that a follow-up CT taken on (B)(6) 2025 showed a ia endoleak and migration. It is thought both devices migrated and caused the ia endoleak. Per the physician the cause of the event is undetermined. Scheduled intervention was planned to take place but was then cancelled as the patient had unrelated complications from a different procedure. No additional clinical sequelae were provided and the patient will be monitored.